Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Right hip revision. Stem subsided.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. Further information such as pre- and post-operative x-rays, primary operative report, patient history, operative reports and return of devices are needed to complete the investigation for determining root cause. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Right hip revision. Stem subsided.